Event description:
Additional information received reported that they fell on black ice on (B)(6) 2010. It was reported that they had to relocate the implant again.

Event description:
Additional information received from the patient reported that they had back surgery on (B)(6) 2016. The doctor had to move the ins (revision) so they could get to the area of the back that needed the surgery. The patient completely recovered. It was also noted the patient did not receive a power cord with their replacement desktop charger.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient fell on black ice and had their implantable neurostimulator (ins) replaced on (B)(6) 2012. No symptoms were reported in regards to the fall. Relevant medical history includes failed back surgery syndrome.